Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number. (B)(4).

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using proglide devices after a peripheral vascular intervention (pvi) procedure using an 8f and 8.5 sheath in adjacent access sites. Reportedly, a suture break was noted with both proglide devices when the needle plunger was removed after deployment. Manual arterial compression was applied to achieve hemostasis at both sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.